Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, the patient fell down walking on the street. A bus driver called an ambulance, and the patient was treated with grape sugar while the cgm was reading 40 mg/dl, there was no bg taken. The patient was taken to the hospital, while there the bg was 170mg/dl and cgm 120mg/dl and it was not necessary to receive any treatment. The patient stayed less than 24 hours at the hospital. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.